Event description:
The following has been reported: biomed reported: fk pump serial#: (B)(6) was giving the reported issue of "screen reads service needed "pump problem". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.